Event description:
Reporter states she stuck herself with a patient lancet device (product # 11623656001) because the device was not working. Reporter was treated per her company's policy and sought medical treatment. She does not report what medical treatment was, but reports no adverse effects from fingerstick and states that tests were negative. Reporter did not provide patient information so that request for return of device could be made. Reporter was sent samples of safe t pro.

Manufacturer narrative:
The suspect product is the softclix lancet device.